Event description:
It was reported that the bd ultra-fine¿ ii syringe 0.5ml experienced no label or missing label information. The following information was provided by the initial reporter: material no: 320468 batch no: 0041226. I am not sure if this is a product complaint yet as I only received an initial email stating that a customer had complained that there was a descriptor missing on a box of pen needles and that the box looked different than what they had on the shelf.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0041226. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ ii syringe 0.5ml experienced no label or missing label information. The following information was provided by the initial reporter: material no: 320468 batch, no: 0041226. I am not sure if this is a product complaint yet as I only received an initial email stating that a customer had complained that there was a descriptor missing on a box of pen needles and that the box looked different than what they had on the shelf.